Event description:
A report was received that the patient had an infection over her ipg site. The symptoms included soreness and redness around the pocket site. The physician was unsure if the infection was device related. The patient was given oral antibiotics. The infection has subsided considerably due to the antibiotics.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.